Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty confirming drops during a supply change on the ilet, required guided troubleshooting, replaced the cartridge and infusion set (cd), and subsequently confirmed drops and resumed insulin delivery; the user noted elevated blood glucose during the event and reported being ill. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after successful supply replacement and guidance, with no alerts, alarms, hospitalization, or medical intervention reported. Investigation included customer support troubleshooting and education, confirmation of proper drop formation post-replacement, and documentation of lot numbers for the connector, cartridge, and infusion set. Investigation of this case revealed no device alarms or clear device malfunction; the event was consistent with an unclear cause of hyperglycemia potentially related to supply change technique or flow interruption prior to confirming drops. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.